Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the fan of the power unit was damaged, error e117 was noted and the device could not be turned on due to defective motherboard and the part of the motherboard was detached. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a loaner device visera 4k uhd camera control unit could not be started up. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the fan and motherboard. However, the specific root cause of these failures could not be determined at this time. Olympus will continue to monitor field performance for this device.